Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during an infusion of tpn with a pump, there was a leak in the pumping segment. There was no patient harm.

Manufacturer narrative:
The customer¿s report of set leaked at the pumping segment was confirmed. During visual inspection of the set received it was noted that the silicone segment had a 0.1018" tear near the upper fitment. Visual examination under microscope observed no crush marks to the upper blue fitment. Functional testing was performed; a leak was identified from the silicone tubing in the same location. Pressure testing also produced a leak in the same location. The root cause of the leak in the pumping segment was due to a tear in the silicone segment. The cause of the tear was not determined.